Manufacturer narrative:
Investigation: two samples were returned to the manufacturing plant for evaluation. One sample had a plunger rod-rubber stopper with no tip cap and the barrel flange and plunger rod were damaged while the other sample had a tip cap but a damaged barrel. The failure state was confirmed. A possible root cause could have been a process variation from the packaging flow wrapper. There were no quality issues found during production and all inspections were accepted during production for this batch. A DHR was performed and no documentation of rejections for barrel/flange damaged were found. DHR/bhr review: during the production of batch 7108501 there is no documentation of rejections for barrel/flange damaged. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. On february 19, 2018 two samples were received. They came in a plastic (B)(6) bag. Both have a barrel label confirming the lot#7108501. One has plunger rod-rubber stopper. It has no tip cap and no saline solution. The barrel flange and the plunger rod are damaged. The other syringe has tip cap. It doesn¿t have the plunger rod- rubber stopper and no saline solution, it has the barrel damaged product within specification? Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about barrel flange damaged. The barrel damaged was possible caused by a process variation from the packaging flow wrapper.

Event description:
It was reported twice a bd posiflush ¿ had a broken barrel. There was no report of exposure, injury or medical intervention.